Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, d5, g3, h2, h3, h6. D4: attempts have been made to gather all product identification information and no further information has been provided. The reported event was unable to be confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device history records could not be performed as part and lot identification were not provided. Medical records were not provided. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information to report at this time.

Manufacturer narrative:
(B)(4). Kazumasa takayama, md, hiromu ito, md, phd, (2024). Association between the canal filling ratio and bone resorption in trabecular metal stems in reverse total shoulder arthroplasty: a radiographic analysis using tomosynthesis, jses international, volume 8, issue 5, 1077 - 1086. Doi: 10.1016/j.jseint.2024.05.010. G2: foreign-japan. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported in a journal article that the patient had a primary reverse total shoulder arthroplasty. During post-operative follow up it was reported that the patient had dislocation. Attempts have been made and no further information has been provided.